Event description:
It was reported that post xience v stent implantation in the 3rd obtuse marginal artery, the patient did not experience any significant adverse events; however, approximately 4 years and nine months after stent implantation, the patient died in their sleep. No autopsy was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.